Event description:
As reported in (B)(4) on '(B)(6) 2015: a CPAP unit that was placed on a patient was delivering oxygen at a pressure significantly above what our treatment protocol requires. When personnel attempted to dial down the pressure, the gauge did not react until the dial was turned completely off, at which time the CPAP unit stopped flowing oxygen. When the crews turned the dial back up, the pressure gauge reacted appropriately. The patient improved with care, however, the equipment did not work appropriately initially. The piece of equipment was removed from service and returned to the mfg for inspection/service.'

Manufacturer narrative:
Based on the information originally received from the client, this event was deemed not reportable per emergent MDR decision tree. Received (B)(4) on july 7, 2015. Emergent is submitting this report in response to (B)(4). The returned device was tested at 5cmh2o, 10cmh2o, and 15cmh2o. At each level the device operated within specification. Unable to duplicate client's observations. The knob was found to be turning loosely. The pressure regulator was from an obsolete design. The pressure regulator was replaced. The device was again tested at 5cmh2o, 10cmh2o, and 15cmh2o. At each level the device operated within specification. Device returned to client.